Manufacturer narrative:
H3, h6: the it svc o2 bi71000443 pos mot ctrl amc (rev. 2 : s/n(B)(4) ) was returned for analysis. Analysis found that there were intermittent issues with the returned motion control box positioner. The part was installed in a known good system and the system initialed, motion calibration passed, and 2d and 3d imaging were successful. The system went to system initialing mode after being idle for some time. The firmware was up to date and restarting the imaging system restored the system back to normal. Evaluation codes that apply to this testing: 10, 4203, 4307. The kit svc o2 bi71000180 enclosure motion (rev. 2 : s/n (B)(4) ) was returned for analysis. Analysis found no fault found with the returned enclosure motion control box. Evaluation codes that apply to this testing: 10, 213, 67. The kit svc o2 bi71000444 rotor crtl box amc (rev. 2 : s/n (B)(4) ) was returned for analysis. Analysis found no fault found with the returned rotor motion control box amc. Evaluation codes that apply to this testing: 10, 213, 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000180, serial/lot #: rev. 2: s/n (B)(4); product ID: bi71000444, serial/lot #: rev. 2: s/n (B)(4). A medtronic representative went to the site to test the equipment. The error logs showed hundreds of rotor motion controller errors. The rotor motion controller and motion interface board were replaced and the issue was resolved. The system was tested and issues were found with the positioner motion controller, there was no connection light on the motion controller. The motion controller would not initialize properly to boot the system. The positioner motion controller was losing connection causing the system to go into standalone mode and get stuck initializing. The positioner motion controller was replaced and communication was restored. The firmware was updated, the system re-homed, and system was restored to working condition. The system passed system checkout and was functioning as expected. The kit svc o2 bi71000180 enclosure motion (rev. 2: s/n (B)(4)), kit svc o2 bi71000444 rotr crtl bx nwamp (rev. 2: s/n (B)(4)), and it svc o2 bi71000443 pos mot ctrl amc (rev. 2: s/n (B)(4)) were returned to the manufacturer and were under analysis on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the system was having a rotor error. This caused the system to go into standalone mode and get stuck in initializing. It was noted that the system was brand new and had never been used. There was no patient involved in this event.